Event description:
The following information was reported by aci sales representative: the balloon lost pressure during pull back to the arteriotomy, manual compression was applied for less than 30 minutes. The patient was not hospitalized.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.